Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had partial display. They reported that a couple days ago there was big mark on screen and it was dark and was not able to see details. The customer stated that the screen was distorted and they could not see the screen. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with missing segments/partial display due to bleeding lcd glass. Unable to perform the displacement and self test due to missing segments/partial display.